Event description:
(B)(6) healthcare was notified of an incident involving a rollator by a healthcare provider, who stated that "wheel and backrest broke, and the end user suffered an injury." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.